Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 290 mg/dl while using the ilet system with an insets 32" infusion set; the user performed multiple supply changes with no reported leaks, kinks, or bent cannulas, and glucose subsequently decreased to 219 mg/dl after a recent meal, with the cause remaining unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.